Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the patient's one year follow up appointment, it was noted the closure device had a leak of over 5mm which left a lobe of the laa exposed. The patient remained on their eliquis medication and is doing well.